Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n158914, implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: lead. Product ID: 3986a, serial/lot #: (B)(4), ubd: 20-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was implanted in 2008. The patient had many revisions due to infections and lack of efficacy. The patient had a quad lead placed and had good coverage for the first 3 weeks, and then they lost coverage. The patient saw a hcp in 2009 and there was concern for movement of the lead. The patient had a few revisions, but they were not helpful. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3986a lot# n158914 serial# implanted: 2008-(B)(6)explanted: 2010-(B)(6) product type lead h6: additional review indicated device code c76126 is not applicable to the event. Conclusion code 67 applies to the ins and conclusion code 22 applies to the lead. If information is provided in the future, a supplemental report will be issued.